Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the suture involved in this event a prolene suture or v-loc suture? If the suture used was a prolene suture, please provide the product code and lot number. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name (type of hernia repair) of index surgical procedure? On what tissue was the suture used/location of suture placement? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Onset date/time of dehiscence? (# post op days). How was the dehiscence managed? Please describe the appearance of the suture and location of the suture breakage during the second procedure. Were there any precipitating patient stress factors for the post-op suture breakage? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? This medwatch report is in response to receipt of user facility medwatch form, #: mw5170530.

Event description:
It was reported that a patient underwent an open hernia procedure on an unknown date and suture was used. Post-op, the patient required a re-operative repair of the open hernia repair due to fascial dehiscence. It was noted during the operation that the fascial suture was identified and appeared to have fractured and subsequently unraveled. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - additional information was received and it was reported that this event was not involved in the reported event. Therefore, this medwatch report is being voided.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b3 additional information: a3a, a4, b7 additional information was requested, and the following was obtained: was the suture involved in this event a prolene suture or v-loc suture? 2-0 vloc sutures if the suture used was a prolene suture, please provide the product code and lot number. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure 66 yo, female, weight 103.874 kg, bmi 31.05 day of index procedure. Date and name (type of hernia repair) of index surgical procedure? Original procedure date (B)(6) 2025, was a diagnostic laparoscopy converted to open and large internal hernia repair along with removal of diverticulum of the jj. On what tissue was the suture used/location of suture placement? Fascia what was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown how was the suture placed (interrupted or continuous)? Unknown how was the suture tied (square knot or multiple knots one end)? Unknown onset date/time of dehiscence? (# post op days) post op day 11 how was the dehiscence managed? Returned to or 5/2. Please describe the appearance of the suture and location of the suture breakage during the second procedure - the fascial suture was identified along the inferior and superior portions of the wound and appeared to have fractured and subsequently unraveled. Were there any precipitating patient stress factors for the post-op suture breakage? Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Nothing on index procedure, on re-operation noted the fascial suture was identified along the inferior and superior portions of the wound and appeared to have fractured and subsequently unraveled. Other relevant patient history/concomitant medications? Patient also had gastrogastric fistula, therefore, most likely nutritional deficiencies impacting wound healing. What is the physician¿s opinion as to the etiology of or contributing factors to this event? They feel that the reason for the re-operation is because the suture failed, this concern was reported by the patient and wanted this concern reported to the FDA and manufacturer. What is the patient's current status? Discharged. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Prolene suture is an ethicon suture. V-loc is a medtronic suture. Please confirm: is this complaint only for a medtronic v-loc 2-0 suture? Is this complaint for an ethicon prolene suture? Is there a complaint for any ethicon product?